Manufacturer narrative:
Device evaluation anticipated, but not yet begun; no conclusion can be drawn at this time. Manufacturer voluntarily removed product due to design modifications.

Event description:
Vats wedge resection. Plc60 dlu was fired and partially cut. Loaded with a plcr60b reload and the reload was not recognized. Reloaded with another plcr60b reload and it became dislodged from the housing. Surgeon closed and fired successfully on some really thick tissue. However, when the tissue was manipulated while searching for any remaining disease elements, the tissue adjacent to the stable line dehisced. Surgeon commented on how he thought it was a tissue issue.